Event description:
Additional information received reported that this was a very old system and the battery was depleted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s stimulation was in the wrong location. The patient had low back and leg coverage in the past. The patient had a fall on (B)(6) 2007, in which he hurt his l2, l3 and l4. The patient had to turn of the stimulation after this, because it no longer worked. The patient was reprogrammed in 2008 and it was unsuccessful. It was noted that there was a sudden change after the fall. The patient was seen by a manufacturing representative on the day of the report. This was the first time since 2008 the patient had been seen for reprogramming. The patient was getting an uncomfortable and throbbing sensation with the stimulation, rather than the tingling sensation he should have felt. An impedance test was performed at 1.5v and revealed. ¿??? On 0/1, 0/2, 0/3, 1/6, 2/5, and 2/6.¿ impedances between 761 and 1537 ohms were found on all other contacts. The manufacturing representative worked with the left lead, 0-3, using all combos with no success. The patient got a throbbing feeling and no coverage when needed when 1-/2+ was increased to 0.9v, when 1-/3+ was increased to 1.0v and when 2-/3+ was increased to 0.8v. On 5/6, the patient felt stimulation at 2.4v but experienced throbbing in the mid back. This also occurred on 6-/7+ at 3.3v and 6+/7- at 1.1v. The manufacturing representative was unable to program the patient successfully to obtain coverage for the low back and leg pain. Additional information received reported that there was not a 50% or greater symptom reduction. The cause of the event was not determined. It was noted that a replacement was being considered, but no revision had been scheduled.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3986, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 3986, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).